Event description:
It was reported that the device was undersensing ventricular events after pvcs. Reprogramming the device was recommended.

Event description:
New information received notes that intermittent ventricular undersensing was observed at a follow-up visit. The undersensing was appropriate based on programmed values. The device was not reprogrammed as recommended at the patients previous visit. The recommended reprogramming was performed during this current visit.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.